Event description:
Boston scientific received information that during a routine device follow up, the right atrial (ra) lead safety switch was observed. The ra impedance measurements were found to be an average of 300 ohms. Additionally, multiple atrial tachy response (atr) were stored due to the atrial noise. The noise was recreated during isometric exercises. It was also reported that the patient implanted with this device system displayed a history of falling, which was considered to be a potential source of the product experience. The patient was not enduring atrial fibrillation (af), therefore, it was recommended that atrial tachy response (atr) was programmed off. The patient was to be continued to be monitored. No adverse patient symptoms were reported as a result of this clinical observation.

Event description:
Additional information was received that the patient with this lead presented for a normal scheduled follow up appointment. Upon review, the atrial lead safety switch had been triggered. Bipolar pacing impedance measurements were greater than 2,000 ohms. The atrial tachy response (atr) was programmed off and atrial sensitivity was reprogrammed to 1.5mv. The patient was to return again in two months for follow up. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.